Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2018-17519. It was reported that a patient presented for an interrogation in clinic. During the interrogation, it was noted that the programmer was over-estimating the device longevity. No further information was available.